Event description:
New information states that the alert was for battery end of service. Pause episode was noted on (B)(6) 2019. No intervention was performed. Patient was in a stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor exhibited premature battery depletion. A battery alert was received on (B)(6) 2019. No intervention was reported. The patient will continue to be monitored.